Event description:
Patient representative reported ¿the patient developed grade 4 capsular contracture and seroma," "the patient knew about the recall, which increased the patient¿s despair," and ¿elevation of the left breast in relation to the right.¿ additionally reported was "recurrence of the desmoid tumor of the left breast" which has been deemed not related to the device. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the patient developed grade 4 capsular contracture and seroma-late.